Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to noise. Lead was explanted and replaced. Patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 22.2-22.4cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. A fracture of the coil was noted close to the crimp sleeve to the connector ring, consistent with fatigue. This fracture is consistent with the field observation of noise and inappropriate therapy delivery.